Event description:
It was reported that the asymptomatic patient presented in-clinic for follow-up on 8/23/2017. Upon review, the implantable cardioverter defibrillator had exhibited episodes of post-paced t-wave oversensing. The device was reprogrammed.